Event description:
Additional information received reported that a roller dye study indicated the pump was functioning properly, and the patient recovered without permanent impairment.

Event description:
It was reported that the patient¿s last refill was on (B)(6) 2015 and the health care provider (hcp) aspirated rusty, brown, tea-colored drug. As a result, the patient came into the office on the date of this report and a dye study was done. The aspirate from the catheter access port (cap) was also brown colored, so the hcp sent approximately 3 milliliters off to be cultured. The hcp wanted to rule out infection and confirmed the patient didn¿t have a stiff neck, fever or chills. The patient was to follow up on (B)(6) 2014 with their hcp which was when the cultures were to be expected back. It was then later reported the cultures came back negative for infection. The patient as a result was getting refilled with fresh drug. No further information was provided. The device system was used to deliver compounded morphine. Additional information has been requested regarding the cause of the discolored drug, if there were any patient symptoms, if any additional diagnostics or interventions occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).